Event description:
It was reported that their pump battery did not charge properly and that charging connection at pump usb port was unstable, requiring caller to hold cable in place, with visible damage to silver usb port. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.